Event description:
Patient reported an upcoming surgery to rebuild the pelvic floor and possibly have a colostomy due to a pelvic mesh failure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).